Event description:
A home pt's son contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 of her automated peritoneal dialysis therapy. The home pt initiated therapy with previously used supplies. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicatied at the time of the initial report.